Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device the event report alleges the product was not used in a surgical procedure. Visual inspection noted the power cord connector was broken. Functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Using excessive force while plugging or unplugging the device can cause dam-age to the power cord. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use, the plug to the control box is broken and missing a piece. There was no patient involvement, injury, death, medical intervention, or labeling/packaging issues.